Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm and that the insulin pump stopped delivery and did not complete rewind. The customer's blood glucose level was 282 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to moisture damage on the force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at reservoir tube window corner, cracked display window, cracked belt clip slot and missing end cap sticker.